Event description:
It was reported that slight increase impedance in hv lead was observed. Isometric and pocket movement was performed but no noise was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.